Manufacturer narrative:
Eval: this a duplicate to a report previously submitted to datascope.

Event description:
"Check catheter" alarm sounded several times. No blood was noted and the iab was removed. No second was inserted. On 3/25/98, it was discovered that this was a duplicate complaint to a previously reported customer complaint (cc# 97-00703; MFR's report number: 2248146-1997-00704). [Event complications]: none from the event-reported 6/27/97. [Pt's current status]: unk-rpt'd 6/27/97.